Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm on the heartmate mobile power unit (mpu) was not confirmed. The provided information indicated in mar2026 the patient turned off a light switch received a static shock from the light switch. The patient did not recall any alarms on the system controller; however, the mpu began to alarm. The patient switched to 14v battery power without issue. The mpu continued to alarm until it was disconnected. After 15 minutes, the mpu was reconnected, and the alarm did not reactivate. The mpu was used for the remainder of the night without issue. No product was exchanged. The submitted log files were reviewed and collectively contained data from 18apr2026 to 29apr2026 per timestamp. The pump operated as intended throughout the log files. No notable events were captured. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, document rev. D, heartmate 3 patient handbook, document rev. A are currently available. Section 3 of the IFU and patient handbook, entitled ¿powering the system¿, provides instruction on how to identify and resolve all alarms associated with the mobile power unit (mpu). Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that in (B)(6) 2026 on an unknown date, the patient turned off a light switch while they were connected to wall power and received a static shock from the light switch. They did not recall any alarms on their system controller however their mobile power unit (mpu) began to alarm. The patient switched to battery power without issues, but the mpu alarm continued. They disconnected their mpu for 15 minutes which immediately resolved the alarm. The patient continued to use their mpu without any issues. Log files were submitted for review. The event log file captured routine events from 27apr2026 through 29apr2026. There were no notable alarm conditions or parameter changes. The power supplied by the mpu appeared to be at the correct voltages that they would expect. The ventricular assist device (vad) and peripheral equipment were functioning as intended. Additional information stated that the shock was confirmed to be due to static electricity. There were no issues or concerns to patient and no adverse patient impact due to the event. There was no equipment exchanged.